Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging the cap from her onetouch lancing device was broken and that she reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on october 6, 2009 to obtain/verify the following information: the patient stated that the reported issue first occurred (3 days before she contacted lfs). According to the troubleshooting performed with customer service, there was no misuse of the product. Although the patient has not been able to test for 3 days, the patient continued to take her usual dose of humalog and lantus. She claimed that during the 3-day time period, the patient felt her blood glucose levels fluctuating and at times she would feel sweaty and weak. The patient administered self-treatment with food/drink when she developed these symptoms and did not receive any other form of treatment. The patient was unable to specify when these symptoms occurred. This complaint is being reported because the patient allegedly developed hypoglycemic symptoms after the cap from her lancing device broke. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.